Event description:
It was reported that particulate matter was found in the patient line of the cassette. The patient was connected to the device at the time of the event. There was something white in the patient line which was not fibrin. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.